Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2016. It was reported that on (B)(6) 2017 the patient was admitted with fevered and fatigue, and for (B)(6) with a left foot wound infection. The patient had been previously treated for (B)(6) bacteremia from an unknown source, possibly driveline infection, and was treated with IV cefazolin for 6 weeks followed by chronic cephalexin for suppressive therapy. Infectious disease was consulted for fever and leukocytosis. Blood cultures were positive for (B)(6) and the patient was started on IV vancomycin and zosyn for (B)(6). A non-contrast CT chest was obtained on (B)(6) 2017 and showed possible enlargement of fluid collection adjacent to the lvad outflow cannula. Cardiothoracic surgery decided to proceed with incision and drainage of lvad pocket with wound vac placement and chest tube placement on (B)(6)2017. Cultures from the incision and drainage were positive for (B)(6). The patient was subsequently discharged. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.